Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A 13 month lot-serial number history review for ipth test cup lot# i715215 and control lot# i645625 for similar complaints was performed from 30sep2017 through aware date 31oct2018. There were no similar complaints identified during the search period. . The st ipth aia-pack package insert states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Preparation and storage using volumetric pipettes, reconstitute the lyophilized controls accurately to the volume of 1 ml with cap class I or nccls (clsi) type 1 reagent grade water. Allow the lyophilized material to fully dissolve. Bring control to 18-25 °c for use. Always store the control set in an upright position at 2-8 °c when not in use. Stability when stored unopened and refrigerated at 2-8 °c, the aia-pack intact pth control set is stable until the expiration date on the label. Control materials should be used within 7 days of opening or reconstituting provided that the vials are kept sealed and refrigerated at 2-8 °c. The most probable cause of the reported event was due to operational error.

Event description:
The customer called to report that quality control (qc) was out high for three assays with their aia-900 analyzer. The customer attempted to recalibrate without success. Technical support (ts) reviewed the customer's intact parathyroid hormone (ipth) controls, and confirmed a calibration error, and recalibration, which resulted in low control recovery. Ts instructed the customer to make up new fluids, wash, diluent, and substrate ii; then, repeat controls. Additionally, the customer reported using standard, disposable pipettes, reagent grade water. The customer further stated they did not top off the wash or diluent; but confirmed that they had used two different calibrator sets to run the ipth calibration. Ts received the data several days later and qc was in range, with calibration rates as expected. A later follow up confirmed that ipth , iri and vitamin d controls were all in range and ran without error using ipth test cup lot# i715215 and control lot# i645625. A clinical support specialist (css) arrived at the site to provide additional intervention. Css used fresh controls and also ran the customer's freshly thawed controls. The fresh controls were in range for all assays. The thawed controls were out of range due to the customer's practice of freezing the controls, thawing to use, and refreezing without aliquoting. Css further advised the customer that multiple freeze-thaw cycles were not recommended, and provided additional training. Css confirmed that no patient samples were run and issue was only related to qc; there were no discrepant results generated. No further issues were noted. No further action was required by ts & css. The reported event resulted in a delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.